Event description:
This is a spontaneous report by a nurse from philippines of break in aseptic technique, fever, peritonitis with gram stain positive for coccobacilli and fatal septic shock in a patient coincident with dianeal pd2 1.5% and 4.25% therapies. On (B)(6) 2000, the patient began treatment with dianeal pd2 1.5% and 4.25% therapies intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). It was not reported whether dianeal therapies were ongoing until the time of death. During a call, the following was reported. On an unreported date, a break in aseptic technique occurred which caused peritonitis on (B)(6) 2012. On an unreported date, the patient also experienced fever. On (B)(6) 2012, the patient was hospitalized for peritonitis manifested by abdominal pain and cloudy effluent. On an unreported date, the patient was treated with vancomycin and amikacin (doses, routes and frequencies not reported). On (B)(6) 2012, the re-training was started on proper aseptic technique. On an unreported date, the patient experienced septic shock. The patient was intubated and placed on a mechanical ventilator, cardiac monitor, nasogastric tube (ngt)and dopamine drip for blood pressure 80/40. On (B)(6) 2012, the patient died due to septic shock. The cause of death was septic shock. It was not reported whether an autopsy was performed.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique.